Manufacturer narrative:
Date of event is unknown. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Date of initial implant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a surgery for an unspecified injury on an unknown date in (B)(6) 2017. The patient fell on an unknown date post-operatively and had some pain after the fall. Upon a follow-up x-ray on an unknown date, it was noted that the patient¿s fracture had displaced. A hardware removal of a proximal tibia plate was performed on (B)(6) 2017, due to the patient¿s fracture being displaced. All explanted implants were intact and removed without issues. Once the plate had been removed, the fracture reduced nicely and the procedure was considered a success. There was no time delay or patient harm reported. The patient outcome was reported as good. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).